Event description:
The customer reported that the monitors were blank on the system. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The fuse on a circuit board was replaced. The system was tested and operates as intended.